Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b5 h6. Clarification to partial date of occurrence b3: (B)(6) 2024 was provided.

Event description:
Provider reported "implants already disposed".

Manufacturer narrative:
Continued e1 (phone number):(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported ¿rupture of the implant diagnosed via ultrasound¿. This record is for the left side. Device has been explanted.